Manufacturer narrative:
E1:(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy test +13.5%. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
D9: device was received on 7/25/2024. One device was received for evaluation. Visual inspection found the device in used condition. Functional testing was able to duplicate the issue. The device failed accuracy testing. It was determined that the expulsor was the root cause. The expulsor was trimmed. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.